Manufacturer narrative:
The customer chose not to repair the device. No further information was provider.

Event description:
The customer reported that the ventilator display is blank. The customer reported there was no patient involvement.

Event description:
The customer reported that the ventilator display is blank. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.